Event description:
As reported (B)(6) 2015, patient of unknown age and gender presented for an microwave procedure of the liver. During the procedure, when the treating physician noted, the tip of the applicator probe fractured off the shaft of the probe. It was reported the patient suffered no permanent harm or injury due to the event. The disposable device was reported as available for return to the manufacturer.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Angiodynamics is attempting to obtain additional information in regards to the event and the status of the patient's well-being. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).